Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
The consumer reported that a "huge mass" occurred at the injection site approximately 2 days post-op which is causing him pain, incontinence and he cannot sit down. Reportedly, the doctor advised the consumer to sit in warm water with salt in it. According to the consumer, the injection area became infected. The consumer also reported that the injected gel has spread over to the pelvis and he's had 2 surgeries and looking at a 3rd surgery. The consumer did not provide any details regarding the aforementioned surgeries. Additional information was requested, but was not provided.

Manufacturer narrative:
The device is not available for evaluation; therefore, product evaluation could not be conducted. The lot number of the device was not provided; therefore, a batch record review (brr) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.